Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient's skin irritation was described as skin that was bubbling and burns. The patient went to the hospital and was diagnosed with dermatitis and prescribed a cream (type unknown). There is no alleged device malfunction. The patient's medical outcome is unknown. The patient ended use of the lifevest.